Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a pocket infection had occurred with the implantable pulse generator (ipg) system. The ipg system was explanted and a drain was used. A few days later a replacement system was implanted. No further patient complications have been reported as a result of this event.